Manufacturer narrative:
Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, and they are as follows: during in-service, some customers were placing the air water cleaning adapter (mh-948) into the oer-pro and other customers were manually high level disinfecting the air water cleaning adapter (mh-948) but was not following the correct process. The process the customer was following when they would manually high level disinfected the air water cleaning adapter (mh-948) was they were just placing it into the detergent to rinse it off then placing it straight into the high level disinfection without flushing it and the customer did not know how long they leave it sit in the high level disinfection just eventually they would move it to water then alcohol. Ess informed the customer that the air water cleaning adapters (mh-948) was not validated to go into the oer-pro and provided them an in-service on how to properly clean the air water cleaning adapters (mh-948) according to the IFU. Ess provided the user facility staff reprocessing training materials for their reference. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Olympus was informed that during an onsite visit, the user facility staff was not properly cleaning the air water cleaning adapter according to the instruction for use. No patient infections or injuries reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. Based on the results of the investigation, a definitive root cause could not be determined. It is likely, the user's understanding of device handling and reprocessing stepps differed from olympus recommendations in the instructions for use (IFU). Training on the correct process has been provided to the user facility. The event can be prevented by handling the device in accordance with the following instructions for use (IFU): reprocessing manual_ manually cleaning the accessories -flush the aw channel cleaning adapter (mh-948). -remove detergent solution from all accessories_ immerse the accessories in water. - manually disinfecting the accessories_ immerse the accessories in disinfectant solution. Olympus will continue to monitor field performance for this device.